Event description:
On 01/04/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the product involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The event log was reviewed and confirms that an abrupt power off took place during an infusion. Line 512 has a log_event_on without a log_event_off with it. This indicates that an abrupt power off without any alarm or warning took place. The reported issue is confirmed. The pump does not meet passing criteria. The pump will undergo further evaluation to determine the root cause.